Manufacturer narrative:
Other relevant device(s) are: product ID: 9733625, serial/lot #: (B)(4). A medtronic representative (rep) went to the site to test and service the equipment. The rep stated the reported symptom occurred randomly, but that it may have been related to a uninterruptible power supply (ups) problem. The rep decided to replace the ups with a new one. The navigation system passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that intermittently the system shut down when the customer used the axiem system and optical camera. It was stated that the system was plugged in to a known functional electrical outlet when the system shut down. There was no patient involvement.